Event description:
A coronary stent with delivery system was successfully advanced and deployed at the target lesion site in the pt's left anterior descending artery. Subsequently, the physician observed a coronary dissection distal to the deployed stent and elected to attempt to place an add'l coronary stent at the site of dissection. While attempting to advance the sds through the previously deployed stent, resistance was encountered. The physician elected to retract the protective sheath and readvance the stent, however, the stent dislodged from the balloon catheter and embolized within the coronary tree. A microsnare was used to successfully retrieve the stent. The pt was transferred for urgent coronary artery bypass surgery to correct the area of dissection. Surgery was successful and there was no clinical sequelae reported relative to this event.